Event description:
The complainant reported that during the placement of a vaxcel tunneled central catheter, the peel-away sheath failed to pull apart and both tabs broke off. The complainant indicated that no portion of the sheath remained in the patient, and that there was no adverse effect on the patient, as a result of the reported problem.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.